Manufacturer narrative:
Clinical assessment: at the completion of the investigatin based on the information available, clinical was able to confirm the reported endoleak type iiib at the bifurcation, aneurysm sac growth, and secondary procedure to reline with a main body and suprarenal cuff. Clinical found evidence to show that the reported endoleak type ia was an endoleak type iiib of the proximal extension. Additionally there was evidence to reasonably support the following observations; endoleak type ii, main body dilation, proximal cuff movement, post procedural respiratory failure, and acute kidney injury. The most likely cause of the endoleak type ii was determined to be anatomy related. A clinical assessment showed that the device is not likely to have contributed to this event. It was also likely related to procedure-related issues such as patent inferior mesenteric artery, lumbar arteries, antiplatelet and anticoagulation therapy.the most likely cause of the endoleak type iiib was determined to be device related. A clinical assessment showed that the device definitely contributed to this event. It was also likely related to device related issues such as dilation of the main body. The most likely cause of the sac growth was determined to be device related. A clinical assessment showed that the endoleak type iiib and type ii is most likely to have contributed to this event. There were no procedure related circumstances that were found to have contributed. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed aneurysm sac growth, a possible type 1a endoleak and a possible type 3b endoleak. The physician elected to reline the previously placed grafts with an additional bifurcated stent and an additional suprarenal aortic extension. The secondary intervention went well and the patient is reported to be in stable condition.